Event description:
It was reported that the patient accidentally paired a freestyle libre 3 plus sensor with the libre consumer app, which prevented sensor connectivity with the ilet system; the patient removed that sensor and applied a new libre 3 plus, after which no further assistance was needed and the patient understood the reason for the incompatibility. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included troubleshooting and user education regarding proper sensor pairing for ilet compatibility. Investigation of this case revealed that the sensor was in use by another device, resulting in incompatibility with the ilet system. It was concluded, based on previously established findings for similar reports, that user setup error and device incompatibility were the cause.

Manufacturer narrative:
Initial.